Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, medical intervention it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted thin leaflets. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed, reducing mr. However, the clip then became detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr back to 3. A second clip was deployed to stabilize the slda and reduce mr. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.